Event description:
It was reported that during an unknown procedure, the clips would not hold after being placed. The case was completed with another device. There was no consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Serial# = na.